Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) felt a shock during therapy on a homechoice (hc) device. The shock was described as feeling a jolt through their entire body. There were no apparent defects in the power cord. During troubleshooting, it was found that a cheater adapter was being used at the time of the event. When the adapter was removed and the hc was plugged directly into the wall, the hp reported that there was an immediate difference. The hp stated they did get a small burn when they touched another electrical device while connected to the hc but it did not require medical treatment. There was no medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue of an electric shock was neither verified nor duplicated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Conclusion code is being replaced. The cause of the reported shock was determined to be use error as the patient used a cheater adapter during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide describes the requirements for adequate electrical grounding of the device. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.